Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. One unit was had proper timing and the second unit had disrupted timing. Both units cycled and articulated properly. A pmv reload was loaded onto the unit with proper timing. The tacks were unable to fire due to a skipping gear. The handle was opened and the spur gear was noted to be damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation of the unit or improper loading of the sulu, however no sulu was returned for evaluation. When excessive force is applied to fire the tacks, the spur gear can become damaged resulting in skipping during further firing of the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic umbilical / incisional procedure. Malfunctioning tackers. The tacks were out of time. Would deploy halfway out of the distal tip of the device after the conclusion of the firing sequence. Drive position would not line up perpendicular with the distal tip, not allowing reload to affix properly to the handle. Tacks would deploy under no load conditions but gears would slip once load applied to distal tip. The problem could not be rectified with the device. Resolved by using a different type of tacking device. The case was delayed by less than thirty minutes and inconvenienced due to tack reload loading difficulties. There was no patient harm due to the malfunctions. The patient status is normal.